Manufacturer narrative:
The subject device was returned and visually evaluated. The guidewire and the back up tabs on the device were found to be bent, which is consistent with the distal tip having seen significant force in use. One of the four metal tabs on the distal tip that crimps the barrel insert to the cannula had broke off and the barrel insert had detached. The barrel insert and broken metal tab were not returned with the subject product. As reported, the broken components were discarded when clearing the chamber of particles from broken tacks. It appears that the damage/bent components contributed to a combination of factors that led to the detachment of the barrel insert and broken metal tab on the distal tip of the device. Based on the available information, the reported problem experienced by the user was due to the damaged components on the distal tip from forces applied to the device. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. Care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh." A review of the manufacturing records for this lot found no anomalies. Lot qty. Was (B)(4) units.

Event description:
It was initially reported that the optifix fixation device fired correctly once during a ventral hernia repair, then misfired 4 times. The device was removed from the port, and the clinician removed the tack, and it then proceeded to fire correctly. There was no reported patient injury. During the device evaluation it was noted that one of the barrel insert at the distal tip had detached along with one of four retention tabs. The missing pieces were not included with the device. In follow up, it was confirmed that the optifix device had been removed from the patient in an attempt to clear the device. The damage to the distal tip and detachment of components presented after being removed from the body. The barrel insert and tab were not broken in the body. Contact reported that broken fasteners were removed from the abdominal cavity during the procedure. It was not previously reported that fasteners were broken in use. The case was completed and there was no patient injury as a result of the problem experienced.